Manufacturer narrative:
Additional FDA product codes include: kra- catheter, continuous flush. Dqe- catheter, oximeter, fiberoptic. Dqo- catheter, intravascular, diagnostic. Edwards lifesciences was unable to perform due diligence efforts to retrieve the suspect device for analysis as there was no customer contact information provided in the voluntary incident report. No product was returned for evaluation; therefore, a definitive root cause could not be determined, and corrective or preventive action is not indicated at this time. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.

Event description:
Edwards lifesciences was notified via a direct voluntary incident report submission to the FDA that a customer experienced, during use of the swan-ganz catheter, leakage through the white port. The patient had medication infusing through this port. The patient required a new catheter to be placed. There was no allegation of patient injury. The voluntary incident report did not include customer contact information, patient information or product information related to the reported event.